Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in moderately tortuous and mildly calcified cephalic vein. A 5.00mm/2.0vm/50cm peripheral cutting balloon was selected for use. During first dilation, the balloon ruptured at 3 atm for 5 seconds. The device was simply pulled out from the patient. The procedure was completed with another of same device. No complication reported and patient is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination of the device identified no issues with the blades of the device that could have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual examination identified that the balloon was unfolded which indicates that the balloon had been subjected to positive pressure. Blood was noted within the balloon material which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was observed escaping from a balloon pinhole leak approximately 7mm distal to the distal end of the proximal markerband. An examination of the balloon material identified no issues which could potentially have contributed to the damage noted. The rate of burst pressure of this pcb 2cm device is 10atm (atmospheres). A visual and microscopic examination of the device identified no issues with the tip or markerbands of the device that could have potentially contributed to the complaint incident. A visual and tactile examination identified no damage or any issues along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in moderately tortuous and mildly calcified cephalic vein. A 5.00mm/2.0vm/50cm peripheral cutting balloon was selected for use. During first dilation, the balloon ruptured at 3 atm for 5 seconds. The device was simply pulled out from the patient. The procedure was completed with another of same device. No complication reported and patient is stable.